Event description:
The customer reported that the pyxis medstation es system had a drawer 4 failure and was not detected on the bus. Additionally, stated that the user was able to retrieve the needed medication from another medstation. This incident resulted in a delay to patient care and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed due to the faulty controller cards. A field service engineer replaced the controller cards for drawer 4 and reseated the cables, and confirmed that the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.